Event description:
This is the 3rd time this unit is in. The dr indicates that the calibration is still off. He wants a 28th of and inch cut and it cuts too deep. If he sets it at between 4000 and 6000, then he gets 2800. He has been cutting for over 15 years and only has trouble with this dermatome. Please check calibration at 2800th.